Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 7:04am on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿260mg/dl¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and made no changes to their normal diabetes management routine (4 units of an unknown type of insulin at 7:56am) as a result of the alleged product issue. The patient stated that ¿just under¿ 2 hours later they developed the symptoms of ¿sweaty, dizziness and confusion¿, however they denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.